Manufacturer narrative:
Returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. Results: bd representative in (B)(4) received the sample from the customer facility for investigation. The sample was evaluated and the customer¿s indicated failure mode for leakage in the incident lot was not observed. Bd (B)(4) sent photos of the evaluation to bd manufacturer. Photos from bd (B)(4) were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot #5148397 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked after collection from 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 23 g x 1 in bd eclipse¿ needle. No blood exposure to mucous membrane. No injury or medical intervention.